Event description:
It was reported that, "the doctor inserted 3 locking inserts into a 10 hole broad large frag locking plate, once the plate was applied to the bone, the drill sleeve was inserted into the insert. Once the drill sleeve was inserted, each of the inserts were pulled out of the plate with the drill sleeve. The doctor continued by just putting 4.5 cortical screws into the plate."

Manufacturer narrative:
Device not received. No evaluation will be performed. If the device or additional information becomes available, it will be reported on a supplemental report.